Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy surgical procedure, the surgeon side console (ssc) right eye vision was not good and had some color imbalance issue. The customer had performed the white balance and 3d calibration. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check the vision on the touchscreen and the customer confirmed right eye on the touchscreen was also having the similar issue. An isi tse suggested the customer to restore factory default setting from vision side cart (vsc) side but it did not work. An isi tse suggested the customer to remove the drape from camera head and clean the camera lens. The customer rebooted the system, still the issue persisted. The customer then removed the drape and clean the camera head lens. The customer confirmed that the issue remained same after cleaning the camera lens. An isi tse concluded that the issue could be related to the camera head / dual camera ccu (doco). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-septemeber-2022: the procedure was completed robotically. An isi fse reset the surgeon side console (ssc¿s) personality module surgeon console (pmsc) board and its connections to resolve the issue. The procedure was delayed approximately 30 - 40 minutes while troubleshooting the issue.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An isi fse found no vision issue with the vision side cart (vsc) in both the left and right eye and confirmed that the issue was only with the surgeon side console (ssc) right eye piece so, the fse suspected issue with either right monitor or pmsc or dvi cable. The fse swapped the dvi cables of both monitors and found the issue got swapped to the left eye. Based on this it was confirmed that there was no issue with the right monitor. An isi fse restored the dvi cables to original positions and swapped the dvi cables at the pmsc level to identify whether its pmsc or dvi cable but after swapping, issue did not reoccurred in both the monitors as reseating the pmsc & dvi cables at pmsc level would resolved the issue so, the fse could not find out whether its pmsc or dvi cable. Finally the fse swapped the dvi cables back to original position at pmsc level & checked again where both eye piece vision was still normal. An isi fse finally concluded reseating of pmsc and dvi cables at pmsc level had resolved the issue. The system was tested and verified as ready for use. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation found no errors related to the reported complaint. A log verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: it was alleged that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.